Manufacturer narrative:
(B)(6) if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a set screw problem with the implantable pulse generator (ipg). After the implant procedure, high impedance alerts were observed. Capture threshold was unable to be measured. Testing was conducted in the cath lab and it was determined that lead placement and measurements were appropriate. Elevated bipolar and unipolar readings were observed when the ipg was placed into the pocket. The ipg was removed and replaced as a result. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Hybrid analysis confirmed the output related anomalies to be due to a leakage in the case of the protection array circuit. However; after removing the hybrid from the can, the leakage failure was no longer observed. If information is provided in the future, a supplemental report will be issued.